Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.

Event description:
It was reported on a medwatch forwarded from the FDA that 20 days following a coronary artery drug eluting stenting treatment procedure the patient died. The patient had a taxus express2 drug eluting stent implanted in an unspecified vessel. As reported on the medwatch form, the patient's stent had become occluded, which caused an acute myocardial infarction. The patient was transported to the cath lab and arrived with an intra aortic balloon pump, temporary pacer, ventilated and intravenous medication drips including epinephrine, dopamine, heparin, reopro and lidocaine. The patient was found to have an underlying cardiac rhythm of ventricular fibrillation. Resuscitative measures failed and the pt passed away. The reporter of the facility medwatch was contacted but had no further information on the event. The correct model and product lot# are unknown as the lot number reported on the facility medwatch does not match the product size reported.